Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) replaced the pcb inspiratory pressure transducer which resolved the issue. The replaced part was returned to our service technician workshop, where the issue was successfully reproduced during testing in another anesthesia system. However, the customer later requested the part to be returned. As a result, the replaced components were retained by the customer and not returned for investigation, preventing further analysis. A complete set of device logs was received. The log shows that the sco failed the pressure transducer test due to the inspiratory pressure transducer gain correction factor was outside the test limits, measured values were between 1.059 -1.256 [0.919, 1.019]. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the fse finding and device log evaluation, is that replacing pcb inspiratory pressure transducer solved the reported issue.